Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was incorrect due to local time change. Customer corrected the time to resolve the issue. Additionally, the insulin gauge was inaccurate. Customer loaded a new cartridge and encountered resistance when filling the cartridge. Customer completed fill and loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 250mg/dl.